Event description:
The patient was implanted with a left ventricular assist device (lvad). During implant as the pump power was being turned on, the surgical staff noticed power consumption was 17 watts. The surgeons made the decision to exchange the pump. When the lvad was removed, a clot was found in the inflow graft. The device was successfully exchanged.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.